Event description:
It was reported that a patient presented with phrenic nerve stimulation and high capture thresholds, resulting in discomfort noted on the patient's left ventricular lead. Corrective programming changes were made. The patient was stable throughout.